Event description:
On (B)(6) 2008, a miniarc sling was implanted in plaintiff to treat her pelvic organ prolapse and urinary incontinence. The plaintiff's attorney alleged that following the implant, the plaintiff "began experiencing pain, infections, bleeding, mesh exposure/extrusion/protrusion, pain with sexual intercourse, urinary problems, and the need for add'l surgery." The plaintiff's attorney also alleged the plaintiff "suffered and continues to suffer, serious bodily injury and harm", and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.